Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was empty for one year. It was noted that the patient was not compliant with the therapy. The patient was taking oral medication with the pump therapy, which caused the patient to pass out and the patient went into a coma. It was reported that the healthcare provider would not see the patient due to patient compliance. It was noted that the pump was recommended for removal due to the length of time the pump was empty. It was noted that the patient was using oral medication. It was noted that the patient would like to have the pump refilled. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).